Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (arm), the pod's cannula was found bent. Bleeding at the site was also reported. As treatment, a manual injection of insulin was delivered and a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Investigation of the cannula assembly did not find the soft cannula bent, kinked, or damaged. The downloaded data did not show any timeouts or drive stalls during the pod's run. Blood was observed on the returned device. The cannula assembly and bottom housing were inspected and no damages or abnormalities were observed that could cause bleeding or bruising. The exact cause of the reported bleeding/bruising could not be determined. Cracks were observed on the top housing of the returned device. However, the cracks did not affect the functionality of the device.